Manufacturer narrative:
Pr# (B)(4) supplemental MDR for device evaluation. One sample of material number 10013902, lot number 23039088 was submitted for quality evaluation. The customer complaint of separation other component (no leak) was verified by investigation. The sample submitted shows that the extension set tube had separated from the in-line filter at the outlet port. Further examination of the tube and outlet port, under magnification, indicates that there is a absence of bonding solvent at the union location. A device history record review for model 10013902 lot number 23039088 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is a lack of bonding solvent between the filter outlet port and tubing. Further investigation of the failure at the manufacturing facility indicates that the failure was due to an issue with bushings of the solvent dispenser. The bushings of the solvent dispenser will be replaced to correct the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see narrative below

Event description:
No additional information: material#: 10013902. Batch #: 23039088. It was reported by customer that the tubing completely came apart. Verbatim: we had another incident today on the same item and lot#, the tubing completely came apart, I have the product in my office if you want to send me a fed-x label. Response received 25 sep 2023. - was there any leakage occurred due to incident reported? No, the tubing was ¿tested¿ before priming and it came apart very easily. - are you able to provide the batch number for the defective tubing? (01)10885403233814 exp (17) 2026-03-05 lot# (10)23039088. - how was the patient outcome? Are there any clinical signs, health consequences or impact? No impact as the defect was found before use. - did the event involve an urgent/life threatening medical situation? No. - did the event cause permanent impairment of a body function? No. - did the event require medical or surgical intervention? No. - did the event cause permanent damage of a body structure? No.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: - was there any leakage occurred due to incident reported? No, the tubing was ¿tested¿ before priming and it came apart very easily. - are you able to provide the batch number for the defective tubing? (01)10885403233814 exp (17) 2026-03-05. Lot# (10)23039088. - how was the patient outcome? Are there any clinical signs, health consequences or impact? No impact as the defect was found before use. - did the event involve an urgent/life threatening medical situation? No. - did the event cause permanent impairment of a body function? No. - did the event require medical or surgical intervention? No. - did the event cause permanent damage of a body structure? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.